Event description:
Pt to the o.r. For a CABG. Post-operatively the staff noted that the pt had three reddened areas on the left lower leg above the ankle and two on the medial surface of the calf, the largest approximately 2 inches in circumference, that may have been the result of a malfunction of the bovie machine.